Manufacturer narrative:
Med records have been requested from the physician. Investigation in process.

Event description:
On (B)(6) 2007, the pt underwent a surgical procedure where a cancello-pure wedge xenograft was implanted. Allegedly the graft failed to integrate resulting in revision surgery.